Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lead after multiple reprogram its still having issue. The patient underwent lead explant procedure. The explanted lead was not returned per hospital policy.